Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the distal conductor was not contained in the segment that was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. Full explant of the lead was attempted but un successful and the lead was only partially explanted. The remaining portion of the lead remains in the patient until another attempt at extraction can be made at a later time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.